Event description:
It was reported that during ear procedure tool broken after 2 minutes of use. It was reported that the patient was alive - no injury. It was reported that the procedure was completed with backup product(s). On follow up it was reported that there was no delay, and there was no patient or staff impact reported.

Manufacturer narrative:
H3: product analysis: evaluation determined that tool broken. The likely cause was identified as bad/ improper bearings seating/ too much power as seem by the bluish/ brown colors from the result of possible overheat. It was also noted this tool had bad bearings that were not seated properly. There seems to be some sort of heat/ friction related reaction too by the visible blue and copperish colors where the breakage or fracture happened. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.